Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field.  Investigation summary: bd received one photo for investigation. The photo was reviewed and the indicated failure mode for overfill was not observed. For lot numbers 5225436 and 5293028 a total of 100 retained samples per lot number were inspected with no issues identified. Additionally, 10 retained samples from the production lots were inspected and showed no visible defects. Functional tests were performed on 10 retained samples per lot number, and all tubes were within specification limits. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lots 5225436 and 5293028, for the indicated failure mode: overfill. Bd was not able to identify a root cause for the indicated failure mode. Based on an evaluation of severity and frequency it was determined that no corrective actions are required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes overfilled. No adverse impact was reported regarding the patient or user.